Manufacturer narrative:
Corrected data b5: additional information received stated that the device had normal charaterictics and this was reported inadvertently in the initial report.

Event description:
Additional information received stated that the ipg exhibited normal device characteristics and this issue is no longer reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg depleted and stopped providing therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.